Event description:
The rptr stated that she did back to back blood glucose testing, within minutes, using different finger sticks. Her results were 64, 129, 95 and 130 mg/dl. She did not have any symptoms. No control testing was done due to unavailability of supplies.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8